Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: UDI#: (B)(4) h3. Analysis found that the lcd was cracked. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they were having trouble charging the implant so the patient reset the controller, then the controller language switched to a foreign language. The issue began days ago. During the call patient removed the battery and plugged the ac power supply cord into the controller. Controller did not power on. Green light displayed on the ac power supply cord. No visible damages in the controller charging port and the ac power supply cord. A replacement controller was sent out. No symptoms were reported. Pt called back stating that they received the replacement controller but then they got the old controller to work. Pss reviewed with the pt that they could send the old controller back and keep the replacement controller in case the old controller stopped working again. Pss offered to go through the pairing process with the pt; pt said that they thought the process was difficult since their brother usually helped them and their brother had to set one up for them before and their brother said it was difficult. Pt was willing to try and go through the pairing process with pss. Pt noted that they hadn't yet opened the box with the replacement controller inside; pt said that it was hard to open the box that the replacement controller was shipped in without destroying the box. Pt said that they were in pretty bad shape as they had a knee replacement which got infected. Pss had the pt place the battery pack from the old controller in the replacement controller. Pss walked the pt through pairing the replacement controller to the ins successfully. Pss had the pt initiate an ins recharging session; pt saw the batteries screen with the controller battery at 90% and the ins at 100% with recharging good indicated. Since the ins was already fully charged, pss walked the pt through stopping the ins recharging session. The equipment was working as intended during the call.